Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional dropped ventricular pace observed on monitor while patient was in hospital. The device remains in use. No patient complications have been reported as a result of this event.